Manufacturer narrative:
Three unused samples model 2420-0007 were returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sets were primed with water. No blockage, leakage or air in line was observed. The customer complaint was unable to be replicated. The root cause could not be attributed to any physical defect with the sample. After discussion with the clinical team, there is a potential root cause for clinical practice. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was occluded the following information was received by the initial reporter with the following verbatim it was reported by customer that has been bubbling inside of the pump chamber, and the fluid and medication is not reaching the patient.